Event description:
The incision line over the patient's existing pump was thinning and was at risk for wound dehiscence. The pump was replaced. The patient had no complications as of 2009. The medication being delivered via the device system was baclofen.